Event description:
While using his medtronic 670g hybrid closed loop insulin pump/cgm system in automode, the pt had a severe hypoglycemic episode. He took his carb bolus prior to eating lunch, ate his hamburger and fries, and then told his wife he felt sick. She checked his bg which was 44. He then had a seizure. His wife, an emt and the friend present, a state trooper, were unable to detect a pulse of breathing and performed CPR for 3 mins. The pt regained his ability to talk, and was given oral glucose by the transport emts that had been called. He was taken to the ed of the reared hosp, where he was found to have left sided weakness, nausea, tongue lacerations, an initial anion gap which resolved in 3 hrs, and a little confusion. He was evaluated for cva and cardiac issues which were negative. He was kept overnight for observation. As the hosp diabetes nurse educator and medtronic product trainer, I was notified of the incident, as was his diabetes md. I was out of town at the time of the incident. The pt came to my office as an outpatient on (B)(6) 2018. We uploaded his 670g pump/cgm data and examined the time of the incident. We reviewed the csv alarm report, and the pump alarmed on low appropriately per report at the time of his hypoglycemic episode. His data showed a pattern of going low after meal boluses especially when they followed a prior hyperglycemia episode. It appeared that the automode basal was microbolusing to bring the blood glucose down and combined with correction bolus. It was dropping him too low when combined with his carb bolus for the meal. He was pre-bolusing 10-15 mins before the meal per medtronic guidelines. We sent his carelink report to his md and to the medtronic clinical team. The following adjustments to his pump were made with their guidance. Increased insulin action time from 3:15 to 4:00. Weakened carbratio by 10%. We also recommended that he stops pre-bolusing, and just bolus at the start of the meal. He saw his md on (B)(6) 2018 who recommended pt disengage from auto mode and use his manual mode with appropriate bolusing techniques utilizing the square wave, dual wave and normal bolusing for meals. His notes indicate "a suspicion the pt might have some degree of diabetic gastroparesis. His episode of hypoglycemia was very rapid and without warning suggestive also of some degree of autonomic insufficiency." His 670g was later returned to medtronic because it quit working totally on (B)(6) 2018 and a replacement unit was sent.